Event description:
The customer stated that they have one patient with a history of samples containing a suspected interfering substance when tested with the elecsys tsh assay and the elecsys ft4 ii assay on a cobas 8000 e 602 module. The customer states that they have ruled out all known interfering substances listed in product labeling for both assays. The patient also did not take any biotin supplements. The customer provided data for one sample from the patient with erroneous tsh and ft4 results when comparing to results measured with competitor systems. The erroneous results were not reported outside of the laboratory. The results from the competitor systems were reported outside of the laboratory. This medwatch will apply to the tsh assay. Please refer to the medwatch with patient identifier (B)(6) for information related to the ft4 assay. The sample resulted with a tsh value of 0.005 miu/l when tested on the e 602 analyzer. The sample was repeated on a beckman dxi, resulting with a tsh value of 0.10 miu/l (beckman dxi tsh reference range = 0.3 - 4.3 miu/l for patients >/= to 1 year of age). The sample resulted with a ft4 value of 2.61 ng/dl when tested on the e 602 analyzer. The sample was repeated on a siemens centaur xpt analyzer, resulting with a ft4 value of 1.44 ng/dl (centaur reference range = 0.8 - 1.8 ng/dl). The patient was not adversely affected. The e 602 analyzer serial number is (B)(4). The customer declined a service visit stating that the issue was patient/sample specific.

Manufacturer narrative:
The customer provided a sample for investigation. The results generated at the customer site were confirmed. The observed numerical differences in tsh values generated between the roche and beckman platform are most likely due to the fact that assays from different vendors can generate different values. This relates to the overall setups of the assays, the antibodies used, and differences in reference materials and the standardization methodology used.